Event description:
In a 1/3/01 letter response requested by the distributor, a vascular surgeon user reported the following: used two perma-seal grafts in about the first half of 2000. Both pts experienced "immediate hemorrhage at the first dialysis episode."